Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home pd system kaguya set was damaged. This was noticed during internal testing. The engineer reported that when they opened the door, the heater line was no longer connected to the cassette. There was no leaked found. There was no patient involvement, no patient injury or medical intervention associated with this event. No additional information was available.